Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during the prime test due to protruded and loose drive support disk. The insulin was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had a cracked belt clip slot, cracked reservoir tube, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out of their insulin pump. It was also found insulin continues to drip after the motor stops during the manual prime process. Customer's blood glucose was 198 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.